Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that the device started for forty-six hour system to infuse, but unit did not give medication. There was no patient injury reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Functional evaluation was performed. Non-destructive pump analysis could not be performed due to a bubbled sensor seal. Error codes for high alarm displayed: upstream occlusion, pump stopped, high alarm silenced: upstream occlusion and info alarm: upstream occlusion cleared were found in the device event history log. Results: the customer reported problem was not duplicated during the investigation. Running three accuracy tests, the pump was found to be within manufacturing specifications. However, several high alarm displayed upstream occlusion messages were found in the device event history logs which could possibly have caused the reported issue. Root cause of the reported event and who caused the reported event are unknown and could not be confirmed during the investigation. It was recommended that the upstream occlusion sensor be replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: catalog number: 21-2120-0105-01, d4: correction: model number: 2120.